Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 100 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported on (B)(6) 2017 that there was no flow from the catheter at an unknown date. On (B)(6) 2017 the catheter was partially explanted and replaced. It was noted that cerebrospinal fluid (csf) flow was observed from the new catheter. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. It was also indicated that interventions/actions taken to resolve the issue were unknown (note this is conflicting with the report that surgical intervention to replace the catheter occurred). At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a le gal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was indicated that the partial explant of the catheter would not be returned as it was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Fdd code (B)(4) no longer applies.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that no flow from the catheter was first observed on (B)(6) 2017. During the surgical replacement of the critical battery failure pump, refer to manufacturer report #3004209178-2017-06384 for details pertaining to the critical battery failure pump event. It was indicated that the cause of the lack of flow was determined to be a fracture in the catheter near the spine. No further complications were reported or anticipated.